Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that he had been outside in his lawn and may have been a little bit sweaty. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.